Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, when the power cord was inserted into the penumbra system aspiration pump max 220 (pump max), the socket of the pump max dislodged and detached from the pump max. The issue was found prior to starting the case. Therefore the pump max was not used in the procedure. The procedure was completed using manual aspiration.

Manufacturer narrative:
Results: the pump max power inlet was detached from the pump housing and damaged. The power connectors were detached from the power inlet. Conclusions: evaluation of the returned pump max revealed the power inlet had detached from the pump housing. If the pump max is dropped onto the power cord will plugged in, damage such as this may occur. If the power cord is retracted from a loose power inlet, it may pull the inlet from the pump housing and detach the power connectors. If the power connectors are unplugged the pump max will not power on. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.